Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "one the clips were sticking out crooked from the clipper and the other the clips were not staying on. She has used this clipper before and actually likes it better than the ethicon. I'm attaching pictures taken of the clips and one of the clippers. I also attached the implant document that has the lot#s of the clippers." Patient status - "patient is fine."

Manufacturer narrative:
The incident product was not returned for evaluation but a photograph was received. In the absence of the subject device, it is difficult to determine the root cause of the incident. However, a review of the manufacturing records indicates this passed all manufacturing and quality inspections. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action (CAPA) has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.